Manufacturer narrative:
(B)(4). It is indicated that the device is not returning for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. A query/review of the complaint history of the reported lot did not indicate a manufacturing issue. Based on the reviewed information, no product deficiency was identified.

Event description:
It was reported that the patient presented with a st-segment elevation myocardial infarction (stemi). A lesion was identified in the chronically totally occluded (cto) circumflex (cx) artery. During advancement of the hi-torque pilot guide wire, resistance was met with the cto vessel, and the tip of the guide wire separated. Reportedly, there was no abnormal force used. The separated tip was successfully retrieved using a snare. There was no reported adverse patient sequela and no reported clinically significant delay in the procedure. However, the decision was made to stop the procedure at that time and it is unknown if future treatment will be planned due to the difficulty of the cto vessel. There was no additional information provided.